Manufacturer narrative:
(B)(4). The service engineer troubleshot this issue with the customer over the phone. The customer was instructed by technical support to call back if the recommended part or test did not correct the failure.

Event description:
It was reported that the ventilator entered an inoperative condition. The ventilator was not in patient use at the time of the event.